Event description:
The initial reporter stated that the pump was alarming an error code 11 and had frozen. They stated that this resulted in feeding being delayed by about 3 hours. They stated that the patient does not have any alternate methods of feeding. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg, the roller had failed, causing the error code that resulted in the delay. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.